Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose levels at the time of emergency room visit was 697 mg/dl. Customer's blood glucose levels ranged from 416 to 600+ mg/dl. Customer was wearing the pump at the time of emergency room visit. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is being replaced.